Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported a right side "infection." Patient additionally reported having a previous "double mastectomy due to cancer;" this event is not related to the device. Device has been explanted.